Event description:
The original unit was installed in feb. 1995. It was removed and reinstalled in the customer's new house in jan. 2000. The customer was riding the unit down the stairway and had moved about a third of the way down, when the main drive gear walked itself off the rail gear, causing the stairlift to free-wheel the remaining distance to the bottom of the stairway. When the stairlift stopped suddenly at the bottom of the stairway, the customer was not wearing the seatbelt provided at the time of the incident.